Manufacturer narrative:
Based on supplier investigation, device history record (DHR) review did not indicate any exceptions that could lead to the reported incident. The average linting data is 0.157g/10pcs. No sample was available at the time of investigation. According to supplier, or towel is made of cotton, so cotton fiber is born. Supplier continuously working with cardinal health to better control the linting and have implemented several measures to improve it: suction machines have been installed in grey cloth rolling process, dyeing process and cutting process. The suction process was added before product's final folding, and workers do it according to standard operation procedure requirement. Linting test method and acceptable criteria was stipulated to see the suction results. (=(B)(4)/(B)(4)pieces). In the folding process, supplier used one cloth pad under (B)(4)pieces semi-finished products to avoid linting stuck onto the products during product's transfer. The root cause could not be determined. The complaint information was shared with the relevant sectors for their awareness. There is no action taken at this time, but the supplier will continue to monitor the trend of this type of incident.

Event description:
Customer reported lint on the blue towels pwtb04-stm from open heart kit, pvcgohcob. Lint was found prior to procedure with no delay or affect to patient. No clinical data or patient demographics were provided after numerous attempts to obtain.